Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced discomfort on his right arm at the site where the sensor had been removed. The insertion site was swollen, red, and had a bump, prompting him to visit the emergency department (ed). The physician examined the affected area and diagnosed the reaction as cellulitis. The patient was prescribed an oral antibiotic doxycycline 100 mg/ml, to be taken for 7 days. He was discharged on the same day. At the time of the report, the patient is doing well and continues to take the prescribed medication as directed. There was no documentation of further medical intervention. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).